Event description:
Customer alleged that the rear socket cup on the left side is cracked down the side. Warranty # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model sl1828f, serial number/date (B)(4) is approximately 10 months old. The owner's manual part number 1110550 rev g (feb-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the rear socket cup on the left side is cracked down the side. The dealer is unaware of the cause. The part is under warranty. Order number (B)(4) was provided for part replacement.